Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's health care provider reported via phone call that the insulin pump had a malfunction regarding the drive support cap and/or motor. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform functional test including basic occlusion, occlusion, prime and excessive no delivery alarm test due to cracked end cap. No motor error alarms noted and the motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.